Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a cranial resection, an imprecision of six inches was observed. It was noted that the pointer would not display properly on the image. It was reported that changing the crosshair movement did not restore functionality. The surgeon noted that the reference frame might have moved. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
UDI, product number, and manufacture date.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a cranial resection procedure. It was reported that the pointer would not display where it should on the image. The site tried changing the cross hair movement but the issue was not resolved. A 6-inch inaccuracy was alleged. The surgeon mentioned the frame could have been moved. Site was instructed to re-register. There was a surgical delay of 10 minutes and no known impact on the patient outcome.

Manufacturer narrative:
Correction: FDA patient code updated to proper value. If information is provided in the future, a supplemental report will be issued.